Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off on (B)(6) 2026. Customer continued wearing the pump without resuming insulin therapy and as a result, experienced an elevated blood glucose (bg) level of 800 mg/dl, accompanied by a ketone level that was identified as life threatening by the healthcare provider. The customer was admitted into the intensive care unit (ICU) on (B)(6) 2026 where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer and customer was released from the hospital on (B)(6) 2026. Reportedly, the customer continued using the pump for insulin therapy.